Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she took off her insulin pump to take a shower and when she returned the device alarmed motor error. The insulin pump battery then died and when the display returned the insulin pump went into rewind mode. The patient's blood glucose at the time of incident was 335 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A rewind was completed without incident. The displacement test and manual prime were successful as well. The device also had an off no power alarm in the alarm history. No products were returned and a replacement battery cap was shipped to the customer.